Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was the caller reported that the patient lost their external components and had been non-compliant with charging. The caller or another rep that they work with met with the patient in (B)(6) 2025 and the ins was dead at that time. The caller also noted that the patient is unhoused and schizophrenic. The caller indicated that the patient is going to have the ins explanted and asked about cautery compatibility. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Event description:
Additional information was received, it was reported the cause of the depleted ins was the patient was non compliant in regards to charging the ins. Patient refused to replace stolen charging kit and the patient requested explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.